Manufacturer narrative:
The initial report was created in error.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications unit also passed tone check and vibrator check on self test. .no unexpected motor noise/grinding noise noted during the rewind test. No delivery alarm function properly during displacement and excessive no delivery test. Drive support disk was inspected no visual anomaly noted. Unit received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a high-pitched squeal during rewind. Customer also reported that the drive support cap appeared to be uneven. Blood glucose level at the time of the incident was 112 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.